Event description:
Patient presented to the physician with right-sided facial swelling, swelling of the right arm, and painful dysphagia. Physician determined the patient had an infection of the parotid, admitted the patient, and placed them on IV antibiotics. This resolved the issue.